Manufacturer narrative:
Investigation of this report concluded that use error caused or contributed to this event. The device was placed too far lateral during the index surgery contributing to the need for the revsion surgery. There was no device failure or malfunction.

Manufacturer narrative:
There is currently no evidence of device malfunction or failure.

Event description:
Report of patient reporting back/leg pain 2 days post varilift-l surgery. Surgeon reports that the device was placed too far lateral in the index surgery requiring removal of the device.